Event description:
This incident was initially reported by the end user to the manufacturer 09 november 2022. The user reported that they experienced a foreign body sensation in the right (od) eye during lens use, upon lens removal the patient identified that the lens was damaged (chipped). The patient experienced further symptoms of pain and redness and sought medical attention on (B)(6) 2022. The patient indicated they were prescribed gentamicin sulphate 0.3% and levofloxacin hydrate 1.5% and instructed to temporarily discontinue lens use. The patient was seen for follow-up visits on the 16 and 30 november. They patient reports that as of (b) 2022 the incident is fully resolved. The incident was reviewed by the manufacturer and based on available details it was found that it did not meet the criteria of a reportable adverse event. On (B)(6) 2024 the manufacturer received further information from the treating ophthalmologist. The ophthalmologist stated that the patient was diagnosed with an unspecified infectious keratitis of the right eye. While the incident fully resolved with no indication of permanent injury, due to the unspecified nature or severity of the infection, it is unknown if the medications per prescribed to prevent or preclude permanent injury. This event is being reported in an abundance of caution due to the diagnosis of infectious keratitis of unknown nature or severity, and the potential for permanent injury and/or medications to prevent or preclude a permanent injury. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Manufacturers analysis found that two of the returned lenses, which were opened and in used condition, were damaged. The lens damage could not be positively identified as a manufacturing or packaging failure or malfunction. The remaining returned devices were intact and free from fault or failure. Manufacturing device history review found no issues or trends, no root cause could be established. Per the manufacturer's risk assessment while a damaged lens during use may contribute to minor injury or illness, similar to the symptoms described by the patient, it is unlikely to cause or contribute to a death or serious injury. A direct causal relationship between the device and the described event of infectious keratitis reported by the ophthalmologist could not be identified, however, the lens cannot be ruled out as a causal or contributory factor. Should further information become available, a follow-up report will be submitted as appropriate.